Event description:
Boston scientific crm received info that during the explant of this device, it was noted that the lead was stuck in the device header. The field rep reported that multiple troubleshooting techniques were attempted. Ultimately, the lead was removed and remains implanted with the new device. No adverse pt effects were observed.

Manufacturer narrative:
This device was not returned for analysis and no add'l info has been received. If add'l info is received, this report will be updated.